Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted mitral valve repair, the large suture cut needle driver (lsnd) wire was ruptured. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was completely broken. The issue occurred during the procedure. Ports were placed. The instrument was inspected prior to use. The customer used a backup instrument to continue with the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. There was no cable visibly protruding from the distal end of the instrument. There was no fragment falling inside the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. Further investigation found a grip cable to be dislodged at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.